Event description:
After starting IV with 20 gauge needle, was placing sharp into needle box, when hcw rocked lever, IV stylet reportedly sprang back from the sharps container and stuck hcw in finger.